Event description:
The customer reported to olympus that the loaner gastrovideoscope was faulty. There was restriction in the channel system. The device exhibited air/water blockage and would not pass through the automated endoscope reprocessor (aer). The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed presence of foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The original procedure was completed with the same device. There was no patient involvement.

Manufacturer narrative:
Technical evaluation of the returned device confirmed the customer specified fault ¿channel restriction in the air / water channel¿. There were few additional findings. The adhesive around the objective lens was partially missing or shows wear and tear. The adhesive of the bending section cover was worn out. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water nozzle appeared to be a blue nylon type material, probably from a cleaning brush, but otherwise could not be identified. A definitive root cause of the issue could not be determined, however the issue was likely due to user handling. The event may be detected/prevented by following the instructions for use section sections below: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedure chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) chapter 10 reprocessing the accessories reprocessing survey info: - no delay in the start of pre-cleaning. - the air/water nozzle was flushed with water and air. - no abnormalities in the accessories used for reprocessing. - water was aspirated through the instrument channel. - the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. - the customer flush the air/water nozzle / channel with the detergent solution. Olympus will continue to monitor field performance for this device.